Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that it was the implant that was not staying charged. The patient stated that they did not meet with the healthcare provider (hcp). The hcp had advised the patient to call the manufacturer. The patient stated that the issue has not been dealt with. Both the patient and doctor were on vacation. The patient stated they had an appointment on (B)(6) 2026. The patient stated that the issue has not been resolved.

Event description:
Information was received from patient's representative regarding a patient (pt) with an implantable neurostimulator (ins). The reason for the call was that the caller reported having issues recharging the ins. Caller stated that it was not staying charged and that the recharger would turn off on its own. Caller stated that they had been experiencing this issue for about 3 to 4 weeks now. Agent guided the caller through accessing the recharger application, but caller was stuck at recovery mode. Agent instructed the caller to reset the recharger and attempt to charge the ins again. Caller confirmed that recovery mode appeared again. Caller also attempted to reposition the recharger, but it still did not work. Additionally, the caller mentioned that the patient had experienced some recent falls. Agent reviewed the information and redirected the patient to hcp for further assistance. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.